Event description:
A capacitor maintenance test was performed on (B)(6) 2017 resulting in an extended charge time; however, no intervention was performed. During follow-up, on (B)(6) 2017 multiple manual capacitor maintenance tests were performed with extended charge times; however, no charging time outs were observed. The patient was closely monitored. During follow-up, on (B)(6) 2018, two charge time outs were observed. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported field complaint of a charge timeout was confirmed in the laboratory. Electrical and functional tests were performed and the device was found to function normally. High voltage (hv) capacitor testing showed the charge timeout behavior was due to a capacitor deformation.